Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 02/12/2014 with the following results: visual inspection shows a battery compartment crack extending from threads down to the case seal. The battery cap returned with the pump has stripped threads and it was unable to fit and to maintain electrical connection, reboot was duplicated. Test battery cap was able to fit and to maintain electrical connection. The unit was primed and exercised for 24hr with no power interruption occurring. The pump passed a delivery accuracy test successfully. The pump¿s cover was removed; inspection shows no intermittent condition to the power circuit. Black box review shows multiple power on reset events on the reported event date of (B)(6) 2013, the battery voltage was above the low battery warning and the replace battery alarm prior the por events. Unrelated to the complaint, the display¿s contrast is dim and reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas to report that on the morning of (B)(6) 2013 the patient discovered the pump had no power. At that time, the patient tested her blood glucose level to be 524 mg/dl and she experienced the symptom of dizziness. The patient corrected her blood glucose level with a bolus dose of insulin via a syringe injection, and felt better afterwards. Her subsequent blood glucose level was 348 mg/dl. Troubleshooting revealed the pump¿s battery cap was damaged and the threads were stripped. There was no damage to the pump casing or battery compartment. The patient reported she was aware the cap was no longer able to be securely tightened. The patient had not ever replaced the battery cap. The manufacturer recommends the cap be replaced every six months. The patient¿s technique was incorrect by not replacing the battery cap and continuing to use the pump despite knowing it was damaged. However, as the patient experienced blood glucose levels suggesting severe hyperglycemia after the pump power issue occurred, and received self-treatment with insulin, this complaint is being reported.